Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-24321. It was reported that a patient presented in clinic for an implant procedure. The patient had a temporary system implanted. Patient was confused and flailed arms causing right ventricular (rv) lead to be dislodged. The rv lead also had intermittent capture. The patient was asymptomatic. During the implant of dual chamber pacemaker, the dislodged rv lead was explanted and replaced but the stylet wouldn't advance down the new rv lead completely. The new rv lead was not used and replaced. The patient was stable throughout procedure.